Manufacturer narrative:
(B)(4). The reported problem was not confirmed, and the cause was not determined because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The peritoneal dialysis registered nurse (pdrn) was contacted in order to obtain additional information regarding the home patient?s (hp) report of infection. The pdrn stated that the hp had experienced an unintentional diconnection of the transfer set from the titanium adapter. The hp then reconnected them together and did not inform the clinic of the event until a couple days later. The hp underwent outpatient surgery to adjust the pd catheter and cloudy effluent was noted. On the same day the hp was diagnosed with peritonitis. The hp was not hospitalized for the event. The hp is being treated with vancomycin intraperitoneally (ip) (dose and frequency not reported). The hp recovered from the peritonitis.